Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (communication) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 7/20/2017. Device evaluation: the device has been returned and evaluated by product analysis on 6/22/2017 with the following findings: the black box and alarm history showed ¿cs 052¿ communication error alarms. The pump¿s ¿ez-prime¿ steps were performed correctly and no cs alarms or any errors, alarms or warnings occurred during the investigation. The investigation was unable to duplicate the initial ¿communication¿ alarm complaint. The pump¿s cover was removed and there were no intermittent conditions found to the printed circuit board (pcb) or to the continuous glucose monitoring module.